Event description:
A technician reports that during refractive surgery, the pt was not able to see the fixation light. The procedure on both eyes was completed that day. At one day post-op, ucva on both right and left eye of this pt was 20/20. The surgeon has no concerns for this pt's outcome.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states that she tested 3.2 inr on the coaguchek xs system and 2.4 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.